Event description:
User alleges that during an audit of their inventory they discovered three lots had been built with latex breathing bags after they had requested a change to a non-latex breathing bag.